Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a non-healthcare professional. This case concerns a male patient of unknown age who experienced pain and swelling in injected knee and knee was aspirated while receiving treatment with synvisc one. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2015 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into the unspecified knee. On unknown dates in 2015, the patient experienced pain and swelling in injected knee. On an unknown date in 2015, the patient's knee was aspirated and was injected with cortisone. Action taken: unknown corrective treatment: knee aspiration: not reported; pain in injected knee and swelling in injected knee: knee aspiration and cortisone. Outcome: pain in injected knee and swelling in injected knee: recovered; knee aspiration: unknown a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for pain in injected knee and swelling in injected knee.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a non-healthcare professional. This case concerns a male patient of unknown age who experienced pain and swelling in injected knee and knee was aspirated while receiving treatment with synvisc one. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2015 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into the unspecified knee. On unknown dates in 2015, the patient experienced pain and swelling in injected knee. On an unknown date in 2015, the patient's knee was aspirated and was injected with cortisone. Action taken: unknown. Corrective treatment: knee aspiration: not reported; pain in injected knee and swelling in injected knee: knee aspiration and cortisone. Outcome: pain in injected knee and swelling in injected knee: recovered; knee aspiration: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pain in injected knee and swelling in injected knee. Additional information was received on 01-sep-2015. Global ptc number and ptc results were added. Text amended accordingly.